Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer experienced a system error and black screen after a slow session. It was indicated that the stylus was not working, and multiple external components were damaged/worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a system error and black screen after a slow session. The programmer was returned for service. No patient complications have been reported as a result of this event.